Event description:
Doctor reported that the pt experienced "pleuritic chest pain" and that the relationship to device was "possible."

Manufacturer narrative:
Taper ii. (B) (4). The product associated with this report will not be returned because it has not been explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan will not receive the product at this time. Therefore, no analysis or testing has been done. Pain is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjected included: esophagitis, gastritis, hiatal hernia, pancreatitis, hernia, incisional infection, abdominal pain, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain ..."